Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
The customer reported that, what a pediatric patient was under anesthesia for dental surgery, the m540 rebooted. When the m540 rebooted, it had switched from pediatric to adult settings. There was no interruption to inhaled gases, oxygen, anesthetic medications or ventilator settings. The cockpits showed a message that the m540 had disconnected. The m540 reconnected once it rebooted.

Event description:
The customer reported that, what a pediatric patient was under anesthesia for dental surgery, the m540 rebooted. When the m540 rebooted, it had switched from pediatric to adult settings. There was no interruption to inhaled gases, oxygen, anesthetic medications or ventilator settings. The cockpits showed a message that the m540 had disconnected. The m540 reconnected once it rebooted.

Manufacturer narrative:
It was reported by the customer that, shortly after pediatric patient was anesthetized draeger monitor flashed black, turned off and rebooted. Upon turning back on, program switched to default adult settings. There was no interruption to inhaled gases, oxygen, anesthetic medications or ventilator settings. During induction of pediatric dental patient an error messaged flashed across large monitor "connection lost" and the accessory monitor and large monitor rebooted while patient was intubated. Additional information regarding the patient status and condition was requested but not provided. It could not be confirmed if treatment was delayed or paused, and it was reported that the reboot wasn¿t for long period of time. The staff "immediately" noticed the setting switch to adult and an audible tone was generated. Through log analysis, it was found that the m540 was confirmed to have rebooted without any sw indicators, suggesting that it was a hw issue. To resolve the issue the draeger technician replaced the battery on m540. The m540 was tested and returned to service. No further issues have been reported. As it cannot be confirmed if the battery was replaced as recommended since its installation in 2019, proper preventative maintenance cannot be confirmed. Root cause cannot be determined. The battery replacement resolved the issue, but it cannot be determined if the battery had a specific malfunction, or if proper device preventative maintenance was conducted. The instructions for use recommends replacing the m540 battery every 2 years and a device failure is possible due to wear or material fatigue of the components.